Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for low blood glucose levels three years ago. It was reported that the customer was treated with glucagon injections. It was reported that the customer declined to speak with a helpline representative for assistance. Customer's blood glucose levels were not included in the report. Product is being replaced.